Event description:
It was reported that the patient with this right atrial (ra) lead expressed concern regarding potential interference between this pacemaker and an external investigational accelerometer, noting an understanding that certain consumer electronics should be avoided. Following a generator change and submuscular placement, including the replacement of leads, a punctured lung, and a ruptured mammary artery. The experience of a pop in the chest and the observation of a hematoma at the device site were described, with the report stating these injuries resulted in post-traumatic stress disorder. Additionally, the telephone system was noted to be difficult to navigate due to confusing prompts and a lack of clear options for device-specific inquiries. The boston scientific technical services consultant discussed that the investigational device was not in the electromagnetic interference guide, discussed possible interactions based on an electronic watch reference, and advised the patient to contact the external device manufacturer for further information as specific interference remains unknown. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.